Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The advantage plus endoscope reprocessing system was inspected and no issues were noted with the function or operation; no leaks were identified. The device was returned to service. User facility personnel were unable to provide additional details regarding the rapicide leak. No additional issues were reported.

Event description:
The user facility reported that employees experienced headaches from rapicide that leaked. It is unknown if medical treatment was sought or administered.